Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 5244218. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) video sample was received for evaluation by our quality team. Through examination of the video, the product was observed used and the needle was not fully retracted. A probable root cause may be related to a failure in the uv glue application, resulting in the adhesive being applied on the button component and the spring instead of on the component hub. Another possible cause would be improper spring formation, resulting in a ¿burst¿ spring, where the last coil becomes misaligned and prevents the proper downward movement of the hub. A corrective and preventive action plan has been initiated to address further actions related to the defect of needle retraction failure. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The needle retrieval device did not work puncture accident confirm whether a case of contaminated needle stick injury was reported. Yes. If yes: were diagnostic tests performed as a result of the contaminated needle stick injury? An investigation of the accident was carried out, which confirmed that the employee had come into contact with the patient's biological material. Diagnostic tests were performed on both the patient and the employee. If so, what diagnostic tests were performed? Hbsag / anti hcv / anti hiv was any medical intervention necessary? Yes if so, describe what treatment was provided. Antiretroviral therapy (art) was indicated, in addition to monitoring and follow-up through laboratory tests at zero, 30, 90, and 180 days.